Manufacturer narrative:
The mcs instrument has not been returned to isi for evaluation; therefore the root cause of the customer reported failure mode cannot be determined. A follow up MDR will be submitted if the instrument is returned, or if additional information is received. On 01/04/2018, isi's clinical engineering team reviewed the procedure video that was received and obtained the following additional information: in a 1 hour and 40 minutes video, it documents a partial nephrectomy case performed on a xi system where an mcs had an over-molded extension tube break intraoperatively. The surgeon throughout the case was working fairly close to their grips which meant there were not many opportunities to visualize the over-molded extension tube. The first real look was at approximately 37 minutes into the case. By then there was a crack that propagated approximately 3/4 up the length of the shaft. Since this was the first visualization of this portion of the instrument and the procedure was well underway, isi could not determine when this crack started (if it was before the case or intraoperatively). It was noted that there were no intraoperative collisions or any indication of abuse of the instruments. The next visualization of the extension tube was right before the breakage occurred. At an hour into the procedure while the surgeon is attempting to remove the tumor from the kidney. The crack appears to be of the same length; however, there were minor instrument collisions while the surgeon was removing the tumor, but nothing too strenuous. At an hour and five minutes into the procedure, the breakage had officially occurred. At that point, the surgical staff noticed the crack in the mcs instrument since the instrument got stuck in the cannula. Prior to the swapping of the instruments, there were some shaft to shaft twangs between the mcs and the large needle driver instruments. The break occurred at the portion of the procedure where the tumor was removed. A fragment of the extension tube was identified while the surgeon's bedside assist was suctioning the abdominal cavity afterward, and it was confirmed that the fragment was retrieved in the same procedure. This complaint is being reported due to the following conclusion: during a da-vinci assisted partial nephrectomy procedure, it was alleged that a fragment from the mcs instrument broke off and fell inside the patient. The fragment was reported to have been retrieved during the same da vinci surgical procedure. However, the cause of the breakage is unknown.

Event description:
It was initially reported that during a da vinci-assisted partial nephrectomy procedure, the surgical assistant tried to remove the monopolar curved scissors (mcs) instrument; however, the proximal end of the monopolar curved scissors instrument couldn't pass through the cannula. The site had to inactivate the arm because the patient's kidney was getting into an ischemic state. When the surgeon looked at the mcs instrument through the endoscope, the proximal part of the shaft of the mcs instrument was broken. Fragment from the broken shaft allegedly fell inside the patient. It was confirmed that the fragment was retrieved during the same procedure with a laparoscopic grasper. On 12/18/2017 intuitive surgical, inc. (Isi) contacted the distributor and obtained the following information regarding the reported event: during a da vinci-assisted partial nephrectomy procedure while the surgeon was pulling the mcs instrument out to exchange it to a large needle driver(lnd)instrument, the mcs instrument was twisted and could not be pulled out. Then when viewed through the endoscope it was identified the mcs instrument's shaft was broken. A fragment of the shaft fell inside the patient, and it was confirmed that the surgeon retrieved the fragment with a laparoscopic grasper instrument. It was confirmed that there was no fragment retained inside the patient. It was also confirmed that all instruments and the cannulas were inspected prior to use, there was no collision of instruments, and the tip cover accessory was installed with the installation tool. It was also stated that there was no need for x-rays or any tests since the surgeon had retrieved the fragment. The arm inactivation and the mcs instrument¿s shaft breakage were not related to the kidney ischemia the patient allegedly experienced. The procedure was completed and no adverse outcome or injury was reported. There is a video recording of the surgical procedure. As of the date of this report, no post-operative complications have been reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors instrument associated with this complaint and completed its investigation. Failure analysis confirmed the reported event failure analysis confirmed the customer reported complaint of . The instrument was found to have a cracked tube extension of the brown section. No pieces were missing. No broken piece was observed at the wrist assembly. Crack was approximately 0.34 in length. Area of damage was not covered by the tip cover accessory. Tip cover was properly installed on the instrument. No difficulty removing and installing the instrument on the system arm. Levers were still present on the instrument and were easily depressed to remove the instrument during disengagement of instrument with various cannulas.